Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. During troubleshooting it was discovered that the cannula was bent during no delivery. The blood glucose reading is 358 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, excessive no delivery alarm test and displacement test. However, it was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. No unexpected alarms were noted for a motor error, low reservoir, or no delivery of insulin. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.